Event description:
It was reported to philips that the device failed self test and is showing an x. The customer was given a quote for repair and labor, however, the customer did not reply to the quote, therefore, the device was not evaluated or repaired. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which a quote was provided. The customer did not accept this quote which has expired. No information is available as to whether the problem was resolved because the customer decided not to have service performed by the manufacturer. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
H3 other text : customer refused quote for service.

Event description:
It was reported to philips that the device failed self test and is showing an x. There was no patient involvement.